Manufacturer narrative:
There were a number of items associated with this complaint. It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. An alternative packaging material has been implemented to address this issue.

Event description:
It was reported that it was not possible to open the product packaging in an asceptic manner. No adverse consequences were reported.